Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed no visible abnormalities with the pump, cylinder #1 or cylinder #2. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder #1 or cylinder #2. Because the available information did not indicate what factors may have contributed to the reported event that "the left side cylinder would not deflate," and because no functional abnormalities were noted, quality cannot determine the cause of this reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during the surgical procedure, 16 cm cylinders were chosen to be implanted. Before closing the cavernous bodies, the prosthesis was tested to check that it worked well and that it was adapted correctly to the cavernous ones. It inflated correctly but at the moment of deflating the cylinder of the left side was inflated. It was checked several times to inflate and deflate but the cylinder did not deflate.